Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin on occasion the insulin pump squirted insulin while priming. The insulin pump had a diminished battery life. The customer stated that the battery had died in less than a week. The customer reported chipping in the reservoir when the customer unscrews it. The insulin pump had unexplained non delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.